Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic colon surgical procedure on an unknown date and an absorbable adhesion barrier was implanted. The patient possibly experienced wound dehiscence, enteritis, intraperitoneal abscess and/or strangulation ileus. No additional information was provided.